Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported seeing air bubbles going through the tubing. The customer's blood glucose was 307 mg/dl. The customer treated the high blood glucose levels with the needle. Advised patient to change the entire infusion set, reservoir and insulin. Advised customer to disconnect from the pump and to revert to their back-up plan. Nothing further reported.